Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the reported complaint. The instrument was placed on an in-house system, and failed the clip test on multiple attempts. Fa also observed the following additional findings not reported by the site: the instrument was found to have a loose grip cable at the distal end, likely causing the clip test failures. The input disk was found cracked and a hairline crack was found on the grip input disk. The instrument was found to have corrosion on one or more clamping pulleys in the backend; a failure most commonly caused by improper reprocessing. Site history review: a review of the site's complaint history does not show any additional complaints related to this product. System log investigation: a review of the instrument log for the large hem-o-lok clip applier (pn: 470230-09, batch-sequence: t10171012-0049) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2019 on system (B)(4). The alleged event occurred on the 96th instrument usage. Image/video review: no investigation required as no image or video clip for the reported event was submitted for review. This complaint is being reported because a loose grip cable and subsequent clip test failure could lead to inadequate clip application, which could compromise hemostasis. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user observed that the distal tip of the large hem-o-lok clip applier instrument was loose and did not properly grab or close. The reporter indicated no fragments fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter was unable to provide any additional details related to the reported incident.